Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a virage set screw would not seat in it's mating screw, resulting in stripped threads. Additionally, the screw tulip head sheared off. The devices were removed and replaced and there was no patient impact. This is report one of two for this event.

Event description:
It was reported that a virage set screw would not seat in it's mating screw, resulting in stripped threads. Additionally, the screw tulip head sheared off. The devices were removed and replaced and there was no patient impact. This is report one of two for this event.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in d4: UDI number, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the thread has fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to cross threading or excessive forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3012447612-2024-00207.